Manufacturer narrative:
H.6. Investigation: fourteen sealed samples and three photos were provided to our quality engineer for investigation. Through visual inspection, a white particle was observed inside the blister pack, outside of the syringe in two of the samples received, no matter is identified in the remaining twelve samples. A device history record review was performed on lot 1610236 and no quality issues were found during the production process that could have contributed to the reported incident. Using magnification, the particle was identified to be a polypropylene particle. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. It is likely the particle generated during transport of the product or as a result of the piece rubbing against parts of the manufacturing machine. DHR of lot 1610236 has been reviewed not finding any annotation or deviation regarding the alleged defect.

Event description:
It was reported that there were 14 occurrences of foreign matter with a bd plastipak¿ 20 ml syringe. The following information was provided by the initial reporter: foreign matter.

Manufacturer narrative:
H.6. Investigation: three photo samples were provided to our quality engineer for investigation. Through visual inspection, a white particle was observed inside the blister pack, outside of the syringe. A device history record review was performed on lot 1610236 and no quality issues were found during the production process that could have contributed to the reported incident. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Without a physical sample, we cannot determine what the particle consists of. Based on the available information we are not able to determine a root cause at this time.

Event description:
It was reported that there were 14 occurrences of foreign matter with a bd plastipak¿ 20 ml syringe. The following information was provided by the initial reporter: foreign matter.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were 14 occurrences of foreign matter with a bd plastipak 20 ml syringe. The following information was provided by the initial reporter: foreign matter.